Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime. The bent bumper likely contributed to the incomplete cannula tang engagement as well as the failure to prime and self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.